Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that the device eroded through the skin of a patient. The ipg was repositioned and there were no reports of further complications.